Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Surgeon reamed acetabulum to 55mm & implanted a trident psl 54mm cluster cup. Unable to seat the ceramic liner despite using ball impactor, pca rim impactor and punch to affected area of rim. The outcome using the tritanium cup was very successful and didn't involve sacrificing any more acetabular bone. The surgeon had reamed to 55mm for a 54mm psl cup, so he just implanted a 56mm tritanium cup without extra reaming. The cup seated superbly and the ceramic insert impacted easily. Another item was used instead and case completed as originally planned.